Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. On behalf of a customer, a caregiver reported unspecified sensor scan results in comparison to unspecified readings on a healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer counteracted with "different food" and did not medicate with insulin, which resulted in a hyperglycemia. The customer experienced symptoms described as "severe thirst, feeling unwell" and was unable to self-treat. The customer was seen in a hospital, where they received unspecified treatment from the hcp for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, sensor scan result of 50 mg/dl was compared to a glucose reading of 500 mg/dl from an hcp meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was unknown. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK if product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This also serves as a correction report. Section h11 ( additional MFR narrative) was incorrectly documented in previous report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. On behalf of a customer, a caregiver reported unspecified sensor scan results in comparison to unspecified readings on a healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer counteracted with "different food" and did not medicate with insulin, which resulted in a hyperglycemia. The customer experienced symptoms described as "severe thirst, feeling unwell" and was unable to self-treat. The customer was seen in a hospital, where they received unspecified treatment from the hcp for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, sensor scan result of 50 mg/dl was compared to a glucose reading of 500 mg/dl from an hcp meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was unknown. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.